Event description:
Patient reported to have undergone total hip arthroplasty for both hips in 2008 and 2009 and that her surgeon recommends a revision procedure. Patient further alleges elevated metal ions and a pseudotumor. A revision procedure has not been performed to date. This report is based on patient allegations and is currently unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited amount of information available: date of event - a revision procedure has not been performed to date. Expiry date - could not be determined as no product identification was provided. Date implanted - 2008 or 2009. Exact dates were not given and patient is a bilateral hip patient. Information was not given on which hip the surgeon is recommending the revision procedure for. Manufacture date - could not be determined as no product identification was provided.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2008 and right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, lack of mobility and metallosis. Subsequently, the patient was revised bilaterally on (B)(6) 2012. Review of invoice history suggests the modular heads and taper adapters were removed from both sides. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-00644-1 and 04236/04238).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical records received show correct part and lot number. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
Patient reported to have undergone total hip arthroplasty for both hips in 2008 and 2009 and that her surgeon recommended a revision procedure. Patient further alleged elevated metal ions and a pseudotumor. Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2008 and right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, inflammation, bone/tissue damage, lack of mobility and metallosis and that both hips were revised on (B)(6) 2012. Review of invoice history suggests the modular heads and taper adapters were removed from both sides. Additional information received in revision operative notes indicates that yellowish-tinted fluid was present in the right hip and thickened synovium with brownish discoloration was present in the left hip. Revision operative notes confirm that the modular heads and taper adapters were removed and replaced.